Event description:
Additional information from manufacturer representative reported that the battery was moved on (B)(6) 2016 to above the belt line (right flank). The patient was seen on (B)(6) 2016 and he said that the tearing pain was 100% gone. The doctor felt it was the non-absorbable sutures that were causing the pain. He did not suture the battery back down after moving it.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Add'l codes: implantable neurostimulator: (B)(4)- problem with the incision/ tearing sensation at the ins site (B)(4) leads: model 977a260, serial number (B)(4), model 977a260, serial number (B)(4). (B)(4).

Event description:
The patient reported that he was having a problem with the incision where the implantable neurostimulator (ins) was located. This had been happening since implant. The patient's relevant medical history includes radiculopathy and spinal pain. The patient later reported that there was discomfort at the pocket ins site due to the location along the belt line. The patient was seen at the doctor's office. The doctor checked the incision site and said it was healing fine and directed the patient to cover it with bandages. The patient reported all was fine and he was healing. It was noted that the patient had an appointment with a manufacturing representative (rep) to go over the external equipment again to ensure he knew how to properly operate it. Further follow-up is being conducted. If additional information is received, the event will be updated. The patient reported that since implant, he has had pain, warm, hot, tearing, burning sensations and maybe infection at the implantable neurostimulator (ins) site due to position and placement of the ins. The patient reported that the physician stated the pain should go away by (B)(6) 2015. Lidocaine cream was prescribed, but did not help. The patient was taking lyrica and cymbalta for pain. The patient reported that the physician stated that the ins may need to possibly be removed or repositioned, and there were two stitches which may be the problem. The patient was seen on (B)(6) 2016, and spoke with a manufacturer representative (rep); the patient stated he was told by the rep that there probably was a problem and to contact the manufacturer. The patient stated he thought there was a problem with the implant/was having problems with the device, but was not sure what it was. The physician later reported that x-rays showed lead migration. The actions/interventions that occurred were reprogramming, and revision of the leads and device placement. There were no associated product problems reported. Outcome for the issues of pain, possible infection at the incision site was pending.

Event description:
Additional information from a manufacturer representative indicated the patient was experiencing a tearing sensation with movement at the implant site. The doctor was planning to revise the implantable neurostimulator (ins) pocket and felt that the pain was due to the sutures that were used to secure the ins down. The lead moved from the top of t7 down to mid t8. Impedances were within normal limits and reprogramming captured painful areas. The patient wanted pocket revision surgery, and there was no need for lead revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that at initial implant the doctor placed the neurostimulator (ins) where the patient's billfold would be, so he was always sitting on it. Patient stated the nylon material the doctor used to stitch it caused a painful tearing sensation like it was hanging inside of his hip. Patient stated the implant was not effective for the original reason/pain but also had the pain from the pouch in the hip. Patient stated they wanted a 4 for pain but never achieved. Patient stated the doctor eventually removed the device and placed it up by the chest by the side/ by rib cage after a year and maybe 2 months. Patient stated the device had previously worked but no longer working for him at one point and he quit using it due to the sensation he had when lying on his side and using the recharger by his rib cage, that he could not sleep on his side because not enough tissue to cushion it. Patient stated he was meeting with a new surgeon and manufacturer's representative on (B)(6) and (B)(6) to determine if it is working and next steps. It was reported that the patient lost their charger. Patient reported tremors and that he has had a lot of problems with the implant. Patient stated it's not in a good location but feels like a marble on his spine between his shoulder blades. Because of that he cannot lie down on his side or back because it presses against the ribs and spine. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative reporting that they were currently working with patient on reprogramming to see if the scs therapy was still effective. Rep was actually unaware of any of the sensations reported, and must have been discussed with the healthcare professional (hcp). They have referenced the tremors relating to the parkinson¿s but not that scs had been a solution for it. Of note, dbs therapy was a possible solution for patient tremors. Rep further stated that if the sc sis found to be no longer effective and if the decision is to explant the device, they would send over follow up updates. No further complications were reported.